Manufacturer narrative:
Product analysis # (B)(4). Record type updated from o2 system checkout to o2 system checkout (closed). Work order (B)(4) added to complaint / status: completed; date completed: 2018-10-29. Hardware: pass; software: pass; instruments: pass; mechanical tests: fail; mechanical tests failure; other mechanical tests summary of failure(s): mvs fuse blew in cabinet. Is mechanical tests failure resolved?: yes, imaging modalities: pass; visually inspected parts prior to install: pass; cable grade: a; record type: o2 system checkout; contact: (B)(4); system inspection: pass; does the system perform as intended?: no; were hardware parts replaced?: yes; action/resolution: fuses in mvs cabinet were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that while disconnecting the power to move the mobile view station (mvs), the system sparked slightly and turned off. After reconnecting the power, the line power light was no longer powering on and the unit would not turn on. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was evaluated but was not sent in the initial report. H3) a medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) fuse were blown in the cabinet. Once the fuses in the mvs cabinet were replaced, the imaging system then passed the system checkout and was found to be fully functional. Further analysis on the fuse could not be done as the fuse was discarded by the site. If information is provided in the future, a supplemental report will be issued.